Manufacturer narrative:
Follow-up #1 date of submission 01/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings:the complaint could not be duplicated or confirmed on investigation. The pump powered on with audible tones and vibrations and a blank screen. Internal investigation of the pump components found the display screen to be cracked. The display was replaced with a test display and display screen function returned to normal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display dimmed and was unreadable. It was reported this display issue was sudden and not gradual. It was reported the pump had not experience trauma or exposure to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).